Event description:
It was reported that the return portion of the wand was affecting tissue; it was burning cartilage where the wand curves. There was no harm to the patient nor surgical delay.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are several factors that could contribute to the reported event such as: contacting non-targeted tissue, withdrawing the device from the surgical site while power is being applied, and/or damage to the wand/shaft insulation could lead to unwanted electrical conduction. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.